Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Per the territory manager (tm), during a tpvr procedure using a 20mm sapien 3 valve, the patient left the room in stable condition but then the pressures started to fail, they originally thought the leaflet tore but discovered that the conduit was ruptured. A new covered stent was implanted along with a 23mm valve but this did not solve the issue. Patient ultimately taken to the or to place a 2nd stent. Per follow up with tm, the valve was not the issue. The rupture occurred while stenting before the 20mm sapien was placed but they did not know at the time. Ballooning was done multiple time until the 23mm valve was implanted. The patient has both valves implanted and was in good condition.

Manufacturer narrative:
This report is being submitted to retract the previously reported submission. A notification of a potential nonconformance was received. Investigation of this event showed the device met all manufacturing specifications and the ruptured occurred before any edwards devices were placed in the patient. There were no issues related the identity, quality, durability, reliability, safety, labeling, effectiveness or performance of this edward device.

Event description:
During a tpvr procedure using a 20mm sapien 3 valve, the patient left the room in stable condition but then the pressures started to fail. It was thought that the leaflet tore. However, it discovered that the conduit ruptured, and the leaflet was not torn. A new covered stent was implanted along with a 23mm valve, but this did not solve the issue. The patient was taken to the or to implant a 2nd stent. Follow up information indicated that the valve was not the issue. The rupture occurred while stenting before the 20mm sapien valve was implanted. However, the operator did not know at the time. Ballooning was done multiple time until the 23mm sapien 3 valve was implanted. The patient has both valves implanted and was in good condition.